Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this device was emitting tones. The cause of the tones is unknown and the patient was referred to their physician. However, the physician reached out to the patient and has not heard back. This device remains in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The event was dated (B)(6) 2016 and the device memory noted that on (B)(6) 2016 a magnet was applied and removed 7 times that day. The application of a magnet will cause the device to emit tones and was likely the cause. Though this device is included in an advisory population, laboratory analysis determined it did not display the advisory behavior.

Event description:
Additional information indicated that this ICD was removed and replaced for normal battery depletion.